Manufacturer narrative:
If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made and the affiliate confirmed that is not available, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted.   However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number is currently unavailable.

Event description:
It was reported by the sales rep that when passing suture the customer noticed that the tip of the expressew iii needle broke off into the patient. An x-ray was done and the tip of the needle was located in the patient however, the doctor was unable to retrieve the broken tip. There were no patient consequences but there was an hour delay due to attempting to retrieve the broken needle. The case was completed with another like device. The sales rep was not present during the case and could not provide a lot number or any more details. The device is being returned.